Event description:
A 52 year old male patient swallowed a surgical bur fg 171, hs item code 100-7340 during a procedure. This handpiece was not holding the bur as expected. As a result of the patient swallowing the bur they had to undergo treatment at (B)(6) hospital to have it removed which it was. As the time this happened, the patient was relaxed, and did not notice swallowing the bur.

Event description:
A 52-year-old male patient swallowed a surgical bur fg 171, hs item code 100-7340 during a procedure. This handpiece was not holding the bur as expected. As a result of the patient swallowing the bur they had to undergo treatement at (B)(6) hospital to have it removed which it was. As the time this happened, the patient was relaxed, and did not notice swallowing the bur.